Event description:
The customer reported that the system intermittently locked up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mother board was identified as being defective, however, due to the age of the system, the replacement part is no longer available. The system is not repairable.